Manufacturer narrative:
Under another country's law, pt info is considered confidential and will not be released by the hospital.

Event description:
The customer alleges the dash monitor missed a v-tach alarm that caused a delay in recognition and/or treatment of a significant cardiac event. No pt death or injury was reported. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.